Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 7. It was also reported that the infusion was life sustaining and was resumed using a backup pump. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the top rear label was cracked and the lens cover had some wear marks. Review of the event history log showed the pump displayed an occurrence of "service due - 07." Functional testing involved powering up the pump and showed that the pump alarmed for service due. The investigation found that the clock record indicated the clock days were past specification. The clock battery was replaced as service maintenance. Based on evidence and investigation, the complaint allegation was confirmed.